Event description:
Heads are not staying on neck trials .

Manufacturer narrative:
Upon analyst investigation, it was determined the instrument was reported in error.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.